Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that around 9:00 am, the patient was asleep when his wife attempted to wake him. However, he was unresponsive and incoherent. Wife checked his continuous glucose monitor (cgm), which showed a "low" reading (no numerical value) and then used a blood glucose meter, which indicated a low level of approximately 27 mg/dl. Prior to going to sleep, patient didn't felt any symptoms. The symptoms escalated during sleep, leading the patient to be unconscious and incoherent. His wife tried to give him juice and a spoonful of jam to raise his blood glucose, but he was uncooperative. As a result, she called 911 for emergency assistance. When the paramedics arrived, they assessed his vital signs and transported him to the ambulance. Although no specific vitals were shared with the patient or the wife, they administered a d10 IV drip during transit to the hospital for further treatment. During this time, the patient was not aware of the events happening and remained unconscious. Upon arrival at the hospital, the patient was still unconscious and unable to recall the events or any tests performed. He regained consciousness sometime after hospital admission, though the exact time was unclear. His wife accompanied him to the hospital, but no detailed information was provided to her. The patient remained hospitalized until (B)(6) 2025. Patient was fine and stable at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.